Event description:
A pt reported experiencing inaccurate high results with one touch profile meter. The pt's blood glucose results were meter 214 compared to the labs 155mg/dl. Tests were done within 30 mins. Pt did not experience any adverse events. No further info has been reported.